Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The umbilical cable was replaced and the pleora module for half white images. The imaging system passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. Investigation of the mobile view station (mvs) interface (umbilical) cable confirmed reported problem. Found broken wire to lemo connector pin 10. Insulation is yellowed, and shows evidence of pinching/crimping. He hardware investigation found that reported event was related to an electrical failure mode; damaged connector. Hardware investigation of the pleora box could not confirm reported problem. No fault found. (B)(4) this review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that he was notified by another medtronic representative that the imaging system was unresponsive in stand alone mode. The medtronic representative unable to provide any further information. There was no patient present when this issue was identified.